Event description:
According to available information, this device was explanted and replaced due to infection.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
According to the available information, the device was not returned for evaluation. It was reported that a culture was performed at the healthcare facility and no growth was noted after 2 days. However, because examination of the returned components may not conclusively confirm or disprove the report of infection quality accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non conformances and capas revealed no trends for this lot.

Event description:
Additional information received indicates that re-implantation was performed on (B)(6) 2024.